Event description:
Information received on 11/18/08 from the patient reported an "unsuccessful result" from his in vance placement on last year. A revision surgery has not been determined at this time.